Manufacturer narrative:
The product upon initial inspection was in good condition. The entire stent was pushed up over the proximal balloon cone. There was minor blood staining on the distal end of the stent and balloon. The proximal end of the stent was flared as it was the end of the stent that was pushed up over the proximal balloon cone. The distal end was not as flared as it was at the end of the stent that entered the introducer sheath. The stent was straight and had no other signs of damage. Details of the sheath used during the procedure were not provided. The delivery system (the catheter and balloon) was inspected to verify that the product was properly crimped during mfg. When the product is crimped the struts from the stent impart permanent imprints upon the catheter that are a specific depth and shape. When the product was returned the crimp marks were identified which indicates that the stent was properly crimped onto the balloon. The balloon had been deployed, but not fully deployed. It is not clear as to the reasons why the balloon had been inflated. We have not been able to determine any fault due to mfg. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no add¿l procedural details, or the introducer sheath used in the procedure, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent came off balloon, stent half in and half out of introducer sheath.